Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 443 mg/dl. Troubleshooting was performed. The customer disconnected at the quick release site, fixed prime was performed, and insulin did exit. The customer was advised that the alarm might have been caused by an occlusion or insertion site issue. Nothing further was reported.